Event description:
It was reported that during a sigmoidectomy procedure, the device fired malformed staples and delivered an incomplete staple line. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/02/2007. Information is unavailable; device was not returned for evaluation.